Event description:
It was reported that patient was transplanted on (B)(6) 2025, and the team requested the pump to be cleaned and returned. Heart biopsy was positive for transthyretin (ttr) amyloid. They had history of pseudomonas driveline infection (MFR# 2916596-2025-02736).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s history of driveline infection could not be conclusively determined through this evaluation. It was reported that the patient received a heart transplant, and no other device related issues with heartmate 3 left ventricular assist system, serial number (B)(6), were reported or identified through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event and product return; however, no additional information has been provided by the account. As of (B)(6) 2025, heartmate 3 left ventricular assist system, serial number (B)(6), has not returned for evaluation. If the device is returned at a later date, this file will be reopened to document the evaluation of the device. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.